Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus/pointer problem. The stylus was found out of calibration.

Event description:
It was reported the touch screen calibration was disturbed. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under result code(s) and conclusion code(s). The issue was resolved with calibration of the stylus; this is not considered an out of specification condition. If information is provided in the future, a supplemental report will be issued.